Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed 1 opening assessed as fold flow opening. Silicone migration: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device.

Event description:
Explanting physician reported rupture and capsular contracture baker grade IV as well as "left armpit a siliconoma of 12 mm of diameter" and "presence of several cystic formations".diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
Continued e1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, granuloma, rupture and migration.

Event description:
Explanting physician reported rupture and capsular contracture baker grade IV as well as "left armpit a siliconoma of 12 mm of diameter" and "presence of several cystic formations".diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.